Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing. (B)(4).

Manufacturer narrative:
The oxygen (o2) sensor was returned for investigation. The investigation could not duplicate the customer complaint of a sensor malfunction. The o2 sensor was installed in a test ventilator and allowed to run for several hours. There were no errors recorded and the device passed o2 sensor calibration multiple times. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced an oxygen sensor error alarm. There was no report of patient involvement.